Event description:
The device was fired within the recommended safe firing range, there were no difficulty during reloading, the device was not fired across an existing staple line, the staple line was haemostatic and the staple line was not oversewn.

Manufacturer narrative:
This lady was admitted for planned whipple's procedure for suspicious peripancreatic lesion with obstructed pancreatic and common bile ducts. Standard whipple's procedure was performed on 11/24/1997. She developed complications post operatively. The pt started getting drowsiness and difficulty maintaining oxygen saturation. She was transferred to ICU. CT scan of abdomen was performed which suggested leak from anastomotic site, and laparotomy was performed for peritonitis on 11/28/1997. Abdominal cavity revealed free intraperitoneal gas and large amount of bile stained fluid. There was also evidence of acute pancreatitis with calcium stearate deposits. Smal hole at site of gastroenterostomy was repaired and peritoneal lavage was performed. Subsequent intensive care support and appropriate antibiotics were provided. She generally remained unwell with hypoproteinaemia and picture of septicemia. Blood culture confirmed growth of candida species. The vision in both eyes started deteriorating and she was seen by ophthalmologists, she was found to have changes in retina and choroid concentration secondary to presumed candida infection which is one of very rare complications to occur. She was treated with amphotericin. Her eye changes gradually improved. On 19.12.97 she developed haematemesis and melaena. Endoscopy was performed, no definite bleeding points were identified. Due to further haematemesis and melaena, hepatic artery angiogram was performed which showed abnormal proximal common hepatic artery which was embolised. She gradually deteriorated and required more and more inotropic support to maintain her blood pressure and achieve cardiovascular stablity. She was very aggressively managed in the ICU but responded very poorly and ultimately died on 2.1.98 at 16.20 hours. Histology of her pancreas showed cholangiocarcinoma measuring 2cm in diameter, margins of clearance is 3.5mm. Two lymph nodes were identified, which did not show any evidence of metastatic cancer.